Event description:
When did it occur? (B)(6). Needle injury: no. Other treatment: no. Were the returned items used? Yes. Returned quantity: 1. The injection button was pressed, but no drug solution came out cause unknown due to lack of actual product.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Additional information was added to: b4, b5, g6, h2, h11.

Event description:
When did it occur? (B)(6). Needle injury: no. Other treatment: no. Were the returned items used? Yes. Returned quantity: 1. The injection button was pressed, but no drug solution came out cause unknown due to lack of actual product.